Manufacturer narrative:
A review of the device history record was performed and all products tested met finished goods testing requirements for the lot prior to release. Retains from the same lot were tested for needle attachment strength and tensile strength and all samples passed. The report could not be substantiated and a cause of the event could not be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "the needles were not attached to the suture."